Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirting during priming and insulin pump had motor error as well as had unspecified error. Customer¿s blood glucose was unknown. Customer stated that insulin pump had rejected new batteries and no deliver alerts. Insulin pump will not be returned for analysis.